Event description:
It was reported that there was an issue with the incorrect time displayed on the device, which was greater than a five-minute discrepancy. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller with updating the pump time and advised monitoring and future follow-up if the discrepancy recurs, which the caller understood and acknowledged.